Event description:
It was initially reported the patient was implanted the day prior and was feeling stimulation from their implantable neurostimulator (ins), but not feeling stimulation in their bladder. The patient was only feeling stimulation on the right side and all in their leg. It was not in the right area. It was stated these problems had been going on since after implant. Follow up information received on (B)(4) 2014 from the healthcare professional (hcp) reported that the cause of the event was that the sensation was only in the patient¿s leg and was attributed the issue to the lead component of the ins system. A lead revision (surgical intervention) was to be performed and needed to be scheduled. It was also reported that the hcp was ¿waiting an x-ray¿. It was noted that hospitalization was not required for the event and that the patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0g8lg, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).